Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Manufacturer of device is unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening linear on posterior and creases fold .leak test and microscopic analysis was performed which identified striated opening on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation. Manufacturer of device is unknown. The device has been explanted.